Event description:
It was reported that the ventilator shut down during pre-use check, generating two technical alarms. One indicating disabled valves, and one indicating an internal memory error. (B)(4).

Manufacturer narrative:
More info regarding this shutdown has been requested for investigation. A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).